Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined but is consistent with myopotentials.

Event description:
During follow-up, oversensing episodes and crosstalk due to myopotentials were noted on the ventricular channel. The device was reprogrammed and the patient was in stable condition.